Event description:
It was reported that the patient presented to clinic for follow-up reporting recent dizziness. Interrogation revealed that the right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition. The patient was pacemaker dependent. The oversensing noise was reproducible with isometric maneuvers. The patient was scheduled for a lead revision procedure. During the procedure, the right atrial (ra) lead became dislodged, and the decision was made to explant and replace the ra lead. While attempting to reconnect the new rv lead, the rv set screw of the implantable cardioverter-defibrillator (ICD) could not be tightened. The ICD, ra lead, and rv lead were explanted and replaced with new products. The patient¿s condition was stable.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended and clogged with blood. The measured full helix extension length was within product specification. X-ray examination found no anomalies on the lead.